Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with broken off end cap, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. The device had blank display due to solder joint and lifted traces on the interface board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a broken screen. One of the customer's patients got a hold of the insulin pump and threw it on the floor, while the customer was trying to restrain them. The customer's blood glucose was unknown. The discontinuation of the insulin pump was advised. Nothing further was reported.